Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had experienced some surging/overstimulation at the ipg site while charging her ipg. The patient stated she charged her ipg with the stimulation turned on. Reportedly, the patient lost approximately 40 lbs. But it is unknown if that contributed to the issue. The patient's scs ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.